Event description:
12 mm screw broke off in skull at 6 mm; 1/2 mm out of skin and 5 mm into skull while being screwed in. Stump left in couldn't get out. A 2nd screw 3 mm behind it had to be placed. Procedure was as follows - endoscopic brow lift with bilateral ptosis repair.